Event description:
Caller states patient reportedly received results of hi (greater then 600 mg/dl) and 112 mg/dl within 10 minutes on the inform system. No actions taken base on device results. No adverse event reported. Requested return of suspect device and replacement was sent.